Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-may-2029, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead; product ID: 977a260, serial/lot #: (B)(6), ubd: 15-may-2029, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead; product ID: 3708140, serial/lot #: (B)(6), ubd: 09-may-2029, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension; product ID: 3708140, serial/lot #: (B)(6), ubd: 09-may-2029, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for a spinal cord injury. It was reported that there was an infection during the surgical trial. During the surgical trial, the pain worsened which lead to an emergency medical consultation. Infection was identified. On (B)(6) 2025, only two extensions were removed. During the trial, the extensions were placed half in a sterile field and half in a non-sterile field. The possibility of wound infection during temporary discharge was noted as a factor that may have caused the event. The physician's opinion regarding severity was not severe. The physician's opinion regarding the causal relationship was unknown. Additional information was received from a rep. It was reported that on (B)(6) 2025, the leads were completed removed. The infection resolved.